Event description:
It was reported that non-sustained lead noise was observed on the device. Review of session records revealed suspected myopotential oversensing. Reprogramming was recommended. No further information available at this time.